Event description:
Report received by MFR via the annual device tracking survey. Hcp reported "infection of pump site." Follow up informaiton revealed the pt had experienced redness, fever, swelling and drainage at the device pocket site. A culture results indicated "gram postive" organisms. The device system was explanted and the pt received IV and oral antibiotics. The condition has been resolved.